Event description:
It was reported that the ventilator failed pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site and the pressure transducer pc board was determined defective and replaced, which solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).